Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had sensor glucose and blood glucose differences. Customer stated that he did not eat and was going into a low blood glucose level. Customer ate and took glucose tablets. Customer stated that the sensor has been going into threshold suspend and his blood glucose level is no longer low. Customer's blood glucose level was 79 mg/dl. Customer's current blood glucose level is 228 mg/dl and sensor glucose reading is 61 mg/dl. Sensor glucose and blood glucose difference is not within an acceptable range. Customer pulled out the sensor and the cannula was bent. Customer stated that he would try another sensor tomorrow and will call back for assistance with insertion. No additional information provided.